Event description:
Information was received from a patient who was receiving unknown baclofen (n/a mcg/ml at n/a mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient stated that they never really felt relief from the pump and in may, their doctor performed a catheter dye study but was unable to locate the catheter. The patient stated they requested their doctor "turn off" the pump at that time, but the doctor instead replaced baclofen with saline. The patient also provided the name and city of their managing physician. Additional information was received from a consumer (con) reporting that the patient mentioned they actually felt better when the healthcare provider (hcp) turned down the medication. The patient has ms and they would walk with a cane sometimes when the pump was implanted but their condition has continued to worsen and now they always have to use a walker. The patient also mentioned that medication wasn't going through the catheter.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2016, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 17-oct-2018, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.